Event description:
Device 1 of 2: reference MFR. Report: 1627487-2013-03776. The pt reported she experiences uncomfortable heating at her scs ipg pocket site while charging to the point the heat is unbearable causing her to stop charging to let the site cool. Subsequently, a low energy replacement charging system was sent to the pt. The pt also reported experiencing pain at her pocket site in addition to feeling like the scs ipg is "sticking out". Moreover, the pt stated the physician suggested the scs ipg may be flipping and a pocket site revision might be required. The pt is consulting with the physician regarding surgical intervention. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.